Manufacturer narrative:
The investigation conducted by isi field service engineering found that the vision issue experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv provides the video image for the surgeon side console (ssc). The system was repaired by replacing the affected hrsv. The hrsv was returned to isi for evaluation. Engineering was unable to replicate the customer report vision issue, however as a precaution the left and right monitors were replaced. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while beginning a da vinci s prostatectomy procedure, the surgical staff lost the image in the surgeon side console, high resolution stereo viewer (hrsv). With the assistance of an isi technical support engineer the site changed the camera controller unit settings, reseated the vision cable and restarted the system. The system powered on and the hrsv image returned, however, the surgeon decided to abort the planned procedure. The patient was under anesthesia and the port incisions had been made when the surgeon decided to reschedule the procedure for a later date. No patient harm, injury or adverse outcome was reported.